Event description:
It was reported, during the implant procedure, four consecutive impedance readings with values greater than 1400 were observed despite position. Consequently, this lead was withdrawn and replaced. No patient complications have been reported as result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; blood observed in/on the helix mechanism; full lead analyzed.